Event description:
It was reported that a patient was complaining that the techs had ruptured a breast implant. The system was checked. All compression (18nd) and thickness measurements were within service manual specs.